Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 15. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.